Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose level was 50 mg/dl. Customer consumed carbohydrates to resolve bg. The customer loaded a new cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.